Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and tachycardia. It was also noted there was no sensing on the right atrial (ra) lead. It was reported that the right ventricular (rv) lead capture threshold measure chronic high. Both ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.